Event description:
Intermittent loss of capture, impedance decrease, undersensing, and noisey electrogram reported. The device was removed from service. No patient complications have been reported since the device was removed from service.